Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly the crt would intermittently blank when the ambulance hit a bump in the road. The reporter alleged no adverse effects to the pt as a result of the reported malfunction.